Event description:
A nurse reported that a pt with a complaint of abdominal pain and "drain problems", where the dialysate was not "draining adequately" from his peritoneal catheter, was admitted to a hospital on (B)(6) 2014, where he was diagnosed with peritonitis and treated with an unk dose and route of vancomycin and gentamycin. As of (B)(6) 2014, the patient's signs and symptoms of peritonitis and complaints of abdominal pain have resolved, and the pt is "draining adequately". The pt was discharged from the hospital on (B)(6) 2014. The pt continues ccpd treatment and is "draining adequately". The sample was discarded and is not available for return. The lot numbers are unk.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related MDR's: 8030665-2014-00346 and 1713747-2014-99960.